Event description:
No additional information was provided.

Manufacturer narrative:
It was reported by customer that the tubing gets squished and will not return to open when clamp is closed. No product or photo was returned by the customer. The customer complaint of bent/deformed component could not be verified due to the product not being returned for failure investigation. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A device history record review for model 10016073 lot number 23109309 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 24oct2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris secondary set was kinked the following information was received by the initial reporter with the following verbatim rcc received a complaint via email. Email(s) attached. The tubing gets squished and will not return to open when clamp is closed.